Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot #: unknown. Medical device expiration date: na. Device manufacture date: na. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine nano pen needle with pentapoint comfort the medication could not be delivered and the device was difficult to operate. This occurred 23 times. There was no report of patient impact. The following information was provided by the initial reporter: she reports that when pressing the pen for insulin application it locks and does not eject the liquid. The reported deviation occurred with two boxes, in the first one she identified in 17 needles with ejection difficulty and in the second one she identified the deviation in 6 needles of the 10 used. She mentions performing the flow test and reuses the needles up to 2 times, but the reported deviation occurs on the first use.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported while using bd ultra-fine nano pen needle with pentapoint comfort the medication could not be delivered and the device was difficult to operate. This occurred 23 times. There was no report of patient impact. The following information was provided by the initial reporter: she reports that when pressing the pen for insulin application it locks and does not eject the liquid. The reported deviation occurred with two boxes, in the first one she identified in 17 needles with ejection difficulty and in the second one she identified the deviation in 6 needles of the 10 used. She mentions performing the flow test and reuses the needles up to 2 times, but the reported deviation occurs on the first use.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 07-jun-2022. H.6. Investigation: customer returned (1) open 4mm, 32g pen needle without the tear drop label, inner shield, or outer cover. Customer states that it does not eject the liquid. The returned pen needle was examined and exhibited a bent non patient end of the cannula, which could prevent the pen needle from properly expelling insulin. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause is user related as the non patient end of the cannula was bent during use of the product by the customer. H3 other text : see h.10.

Event description:
It was reported while using bd ultra-fine nano pen needle with pentapoint comfort the medication could not be delivered and the device was difficult to operate. This occurred 23 times. There was no report of patient impact. The following information was provided by the initial reporter: she reports that when pressing the pen for insulin application it locks and does not eject the liquid. The reported deviation occurred with two boxes, in the first one she identified in 17 needles with ejection difficulty and in the second one she identified the deviation in 6 needles of the 10 used. She mentions performing the flow test and reuses the needles up to 2 times, but the reported deviation occurs on the first use.